Manufacturer narrative:
G3 initial awareness date was 19jun2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the device, 160644, abc probe 5 mm handswitching probe, 44 cm, was used in a laparoscopic surgery on 17jun26, and ¿during the surgery, the argon probe broke inside the patient. When it was removed, they realized that two pieces were missing; one was found, but the second was not¿. The procedure was completed with the use of an unknown alternate device and a delay of 5 minutes. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a possible retained fragment in the patient.